Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a question mark over the gas/fraction of inspired oxygen (fio2) on the perfusion screen intermittently. To resolve this, the customer powered the system off and then back on. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.